Event description:
The patient reported experiencing pain around the implant site. The patient was prescribed apc-ibuprofen for pain and teva-cyclobenzaprine as a muscle relaxer. The pain has since gone away.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. Testing showed that the internal device was functioning. This is the final report.